Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is experiencing issues with wicks and pw unit. The urine is not entering the collection tube, but patient mentioned that the pw suction is working on unit. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received via phone on 18sept2025 it was reported working fine but it is a placement issue and will be getting nurses to assist with that, no additional information is available.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt is experiencing issues with wicks/ pw unit. The urine is not entering the collection tube, but pt mentioned to pw that the suction is working on unit. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.